Manufacturer narrative:
Patient information was requested and not available by the institution.

Event description:
The customer reported the ventilator intermittently alarms high inspiratory pressure. The customer reported patient involvement with no harm to the patient.